Event description:
It was reported that during a da vinci-assisted surgical procedure customer called sofmedica to report that they were having errors c-00 and c-34 on erbe. The customer solved the issue by changing to a third party generator. The procedure was completed with no patient harm, adverse outcome or injury and with a delay of less than 15 minutes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure (error message) was confirmed and reproduced. The unit has no significant scratches or dents. The front bezel is not cracked. The erbe is in good condition. The complaint was confirmed based on the failure analysis.